Manufacturer narrative:
The electronic iogfile was available for investigation. According to the recorded information a device check was carried out in the morning at the reported date of event. The leakage that was detected during the automatic test procedure was within the accepted range and the entire test finally passed without any errors. The case in question started at 09:41 and iasted until 15:37 when the user switched to standby. There were no error entries logged during this period of time. However the perseus posted several ventilation related visible and audible alarms, such as etc02 high, paw high and fresh fas low. These alarms indicate that the measured values exceeded the alarm iimits that had been adjusted by the user. After the reported event, the perseus was tested by a dräger service technician according to dräger specification. The device passed without findings. The investigation has not revealed a device failure. The perseus operated as intended at any time and informed the user about deviations regarding c02, airway pressure and fresh gas flow by posting the above mentioned alarms.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that a patient suffered a cardiac arrest during a procedure. There was no device failure reported. However, a user error cannot be excluded at this time.